Event description:
This lv lead was turned off sometime in 2016 due to no capture. The lead was explanted (B)(6) 2018 and was not replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.